Event description:
It was reported an error appeared on initial interrogation. The device was rebooted several times and changed three different merlins but all gave the same message. Tech services said there was a corruption in the egm file that required erasure of all egms. The device interrogated normally after clearing the segms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.